Event description:
It was reported that (1) device was used during a sub-gastrectomy. It was reported by the affiliate that the tlc10 instrument staples did not form normally. Another competitors instrument was used to complete the case. There was no consequence to the patient.